Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracies on (B)(6) 2014. Patient claims that they experienced a hypoglycemic event while driving and became involved in a car accident. Patient could not remember the accident or whether they lost consciousness. Patient was administered glucose by the paramedics. At the time of contact with dexcom technical support, patient was in okay condition and did not report any further injury or medical intervention. Dexcom has issued an rga for patient to return the device to be investigated.